Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experiences pocket site discomfort. Patient underwent implantable pulse generator (ipg) replacement procedure, and the patient was doing well postoperatively. The explanted device was disposed of by the facility.